Manufacturer narrative:
(Date of event): date of event was approximated to 01/01/2023 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a051201 captures the reportable event of peg tube dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure. The procedure date is unknown. Post procedure, during the removal procedure, the internal bolster was dislodged. There were no patient complications reported as a result of this event.